Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Broken nail was reported.

Manufacturer narrative:
Evaluation revealed the reported long nail kit r2.0, ti, right gamma3® ø11x300mm x 125° to be the primary product. No further associated products were reported. A physical examination could not be carried out as the device was not returned to stryker (B)(4) (hospital policy). A review of the device history records revealed no deviation in the manufacturing process. The long nail kit was documented as faultless prior to distribution. Thus, we excluded deviations in material and manufacturing. In the case presented the patient had been treated with a long nail on (B)(6) 2015 due to an unstable comminuted trochanteric fracture. X-rays taken on (B)(6) 2016 revealed the long nail to be broken. The patient was revised on (B)(6) 2016. Two pictures were received showing the long nail to be completely broken in the webs of the proximal drill hole for the lag screw after an implantation period of approximately 10 months. The pictures further showed that the lateral edge of the anterior web of the proximal drill hole was badly damaged. The step drill had abraded the web material and caused significant material damage. Drill marks were reaching into the breakage line. Such damage may cause additional notch effects. A nail will be subject of a fatigue fracture if the stresses on the implant are too high or not considerably reduced during the period of implantation. The affected implant is designed to withstand the normal loads during the implantation period, i.e. The implant must neither be exposed to peak loads nor to continuous stresses. Another prerequisite for a successful supply is undisturbed, normal bone healing. This state must be achieved within a medically recognized period (confirmed by scientific analysis about 6 months) in such way, that the bone strength allows significantly increasing discharge of the time-fixed implant material. In case that such a situation does not occur, exceeding of the fatigue strength is to be expected and thus quite predictable complications. The available information and x-rays were provided to a consultant hcp for review. He stated: mainly correct fragment reduction and correct positioning of the hardware (gamma-long nail and two wire cerclages), but all forces and bending moments are transmitted by the implant without relevant support by the bone structure. Severe intraoperative damaging of the gamma-nail during insertion due to misdrilling (see photographs from the hospital). Non-union (fatigue breakage of the gamma nail after approx. 10 months without signs of substantial bone consolidation). Massively obese patient (as clearly visible in the x-rays). Non-union presents an insufficient or non-healing of bone, which is regarded being related to the patient¿s condition. It happens when the bone lacks adequate stability, blood flow, or both. Risk factors are smoking, older age, severe anaemia, diabetes, poor bone reduction or bone disease. Most likely the non-union had contributed to the nail breakage. The nail was not relieved by a sufficient bone healing. The aim of postoperative care must be to ensure the promotion of bone consolidation. Potential adverse effects are clearly pointed out in the labelling. Based on the above the nail breakage was not linked to a deficiency of the device, but was rather patient and user related (insufficient or non-healing of the patient¿s bone (non-union) / intra-operative damage of the nail by a deviated step drill). Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
Broken nail was reported